Event description:
The customer contact reported unrestricted flow. It was reported that prior to patient use after priming the tubing set with normal saline, "the set keeps dripping after pushing in the flow regulator" on the cassette. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.